Event description:
Sales representative stated that the catheter's distal tip had come off in the endotracheal tube. The distal tip was removed with forceps by the clinician. No further complications were reported.